Event description:
It was reported the patient¿s ipg reached end of life on an unknown date. Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event, patient and device information. Further information was requested but not received.

Manufacturer narrative:
The event of an ipg reaching its end of life was reported to abbott. The patient was in rehab following hip surgery. The patient is to undergo a replacement when they can travel. As of (B)(6) 2023, the patient was still in rehab. The gfe was closed until further intervention is needed. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.